Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller and fully charged power sources available at all times. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient was in the hospital for routine control. He reported a loose connection port 1 from controller, but without no battery switching or other issues. Controller exchange was done and the patient had no impact.

Manufacturer narrative:
The controller failed external visual inspection as a result of slightly loose ps1 see fig 1 however this port performs proper mating and locks action when a power source was connected and the controller passed all functional tests the loose connector confirmed the reported event during external visual inspection at bench test a possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arises which materially alters information in a previous MDR report.